Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer reported that after battery change pump was not accepting the battery. Customer reported that they receive the pump error alarm and they don't know the error code. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
Customer returned device for an alleged e/a alarm and failed battery test and were found on (B)(6) 2022. Device passed the displacement, rewind, seating/priming, basic occlusion test, force sensor test, occlusion test, active current measurement, sleep current measurement, self-test, and displacement accuracy test with 0.0872 inches. P-cap was attached and does lock into place properly. No unexpected alarms/alert/anomalies noted during testing. Device was successfully downloaded with thump for history files and trace files. No alarms noted during testing, however, it was found that failed battery test occurred on (B)(6) 2022 03:22 pm-03:40 pm) on event date in history files and this was expected. Pump error 41 (B)(6) 2022 03:21 pm) & pump error 43 (B)(6) 2022 03:21 pm) occurred on event date in history file. Device was cut open to perform visual inspection and found evidence of moisture damage on the force sensor. Motor was tested outside of device and it failed. The following were noted during visual inspection: scratched case, cracked keypad overlay, overlay scratched, stained keypad overlay, pillowing keypad overlay, cracked belt clip rails, keypad overlay texture damage. E/a alarm is not confirmed and was not found on event date. Pump error 41 & pump 43 is confirmed due to being found in history trace files. Failed battery test is not confirmed. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.